Event description:
The daughter of a (B)(6) female patient's battery pack was not registering in the battery charger. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not recognized in charger) has been confirmed. Upon investigation the battery was unable to power up a test monitor. The battery's pca board as contaminated, which caused the battery's failure to be recognized in the patient's battery charger. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery pack. The patient received a replacement battery pack.